Event description:
Per the clinic, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022 in order to remove the hypertrophic scar tissue. The abutment was removed during the same surgery.